Event description:
Subsequent to the initial medwatch filing, additional information received; pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but did not cross the lesion. A dissection was observed, and the 2.75 x 28 mm xience v sds was advanced for treatment; however, the sds did not cross and the dissection extended further. A 2.75 x 8 mm xience v stent was implanted and the dissection was treated successfully. The patient was released. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent was implanted. After the stent was implanted, a dissection was noted. The 2.75 x 28 mm xience v stent was implanted for treatment; however, the dissection further extended; therefore, a 2.75 x 8 mm xience v stent was implanted and the dissection was treated successfully. The patient was released. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 28 mm xience v is being filed under a separate medwatch report.